Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin 56 units there were gel bubbles in the separator of 1172 tubes, and foreign matter in 221 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received two photos for investigation. A visual evaluation of these photos revealed air bubbles in the gel and foreign material on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - non-biological and gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 1172 tubes, and foreign matter in 221 tubes. No adverse impact was reported regarding the patient or user.